Manufacturer narrative:
Based on the physical evaluation of the returned device, low aspiration and a kink at the location of the control pod were confirmed. The cause of the kink is unk and it is unclear whether the kink occurred prior to, during, or following use. Distal emboli is an inherent risk for the treatment of peripheral vascular disease with pathway medical's jetstream g2 nxt system and is listed as a potential adverse event in the IFU.

Event description:
A jetstream g2 nxt device was used to treat a 30cm lesion in an occluded graft in the common femoral artery (cfa), superficial femoral artery (sfa) and popliteal. The device was used in retraction mode twice through the graft to the proximal sfa. It was then noticed that the device was not appearing to aspirate correctly. A distal embolization occurred and was treated with tpa overnight and then a stent was placed the next morning. The pt left that day with blood flow restored.